Event description:
It was reported that the patient underwent a revision surgery involving an artificial urinary sphincter (aus). It was said that the device cycled but it also remained deactivated. A new aus was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.